Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of thromboembolic disease and an inability to tolerate anticoagulation therapy. The filter was deployed via the right internal jugular vein. There were no complications. A post procedure scan showed the filter was in a good position. The results of computed tomography (CT) scans done approximately eleven years and one month after the index procedure indicate that the tip of the filter is positioned at the level of the superior cortical margin of the right pedicle of l2. There is no significant tilt. The vertical strut of the 12 o¿clock arm demonstrates grade 3 penetration of the inferior vena cava (ivc) with interaction with the posterior wall of the third portion of the duodenum. The vertical strut of the 2 o¿clock arm demonstrates grade 2 penetration of the ivc. The vertical strut of the 5 o¿clock arm demonstrates grade 2 penetration of the ivc. There is a fracture of the 5 o¿clock posterior supporting strut of the inferior cone of the filter at the distal fixation point to the cone. The vertical strut of the 6 o¿clock arm demonstrates grade 3 penetration of the ivc with interaction with the l3 vertebral body. There is fracture of the distal strut at the attachment point to the inferior cone of the filter. The vertical strut of the 10 o¿clock arm demonstrates grade 2 penetration of the ivc. The vertical strut of the 8 o¿clock arm demonstrates grade 2 penetration of the ivc. Information received per the patient profile form (ppf) states that in addition to the filter fracture, perforation of the filter struts outside the inferior vena cava and perforation of the filter struts into organs, the patient also experienced fear, anxiety and loss of enjoyment of life. The patient became aware of the reported events approximately eleven years after the index procedure. As reported, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture of the inferior vena cava filter and perforation of six filter struts through the inferior vena cava wall, including two struts interacting with the duodenum and l3 vertebral body. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information received per the medical records indicate that the patient has a history of thromboembolic disease and an inability to tolerate anticoagulation therapy. The filter was deployed via the right internal jugular vein. There were no complications. A post procedure scan showed the filter was in a good position. The results of computed tomography (CT) scans done approximately eleven years and one month after the index procedure indicate that the tip of the filter is positioned at the level of the superior cortical margin of the right pedicle of l2. There is no significant tilt. The vertical strut of the 12 o¿clock arm demonstrates grade 3 penetration of the inferior vena cava (ivc) with interaction with the posterior wall of the third portion of the duodenum. The vertical strut of the 2 o¿clock arm demonstrates grade 2 penetration of the ivc. The vertical strut of the 5 o¿clock arm demonstrates grade 2 penetration of the ivc. There is a fracture of the 5 o¿clock posterior supporting strut of the inferior cone of the filter at the distal fixation point to the cone. The vertical strut of the 6 o¿clock arm demonstrates grade 3 penetration of the ivc with interaction with the l3 vertebral body. There is fracture of the distal strut at the attachment point to the inferior cone of the filter. The vertical strut of the 10 o¿clock arm demonstrates grade 2 penetration of the ivc. The vertical strut of the 8 o¿clock arm demonstrates grade 2 penetration of the ivc. Information received per the patient profile form (ppf) states that in addition to the filter fracture, perforation of the filter struts outside the inferior vena cava and perforation of the filter struts into organs, the patient also experienced fear, anxiety and loss of enjoyment of life. The patient became aware of the reported events approximately eleven years after the index procedure. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Perforation of the vena cava was also reported but could not be confirmed without procedural/follow up films for review. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that the exact event date is unknown and the event date is the complaint awareness date. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture of the inferior vena cava filter and perforation of six filter struts through the inferior vena cava wall, including two struts interacting with the duodenum and l3 vertebral body. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: date of report, PMA/510k, type of reportable event and if follow-up, what type. Event: as reported, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture of the inferior vena cava filter and perforation of six filter struts through the inferior vena cava wall, including two struts interacting with the duodenum and l3 vertebral body. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Perforation of the vena cava was also reported but could not be confirmed without procedural/follow up films for review. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.